Event description:
During evaluation of a home pt's homechoice device, a baxter tech identified a potential overfill situation. During drain 4 of therapy in early 2008, the pt had an ultrafiltration (uf) of 802, indicating that the patient drained 802ml more than the fill volume of 1800ml. No further information regarding this event could be obtained during a follow up call with the home pt's nurse.

Manufacturer narrative:
Three simulated pt therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange was within design specifications. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. The event, therapy and alarm logs were obtained. The event log contains data from 01/05/08 to 01/11/08 and recorded no device anomalies. The log shows that during the therapies started on the same month, drain 4 of each of these therapies were potential overfill situations. The therapy log recorded data from that days, and recorded no anomalies. The log shows that the therapy started on third day was aborted during dwell 1 leaving a negative total uf. There were no bypasses and no manual drains performed. During each of the potential overfills, one or more of the previous drains was either a negative uf or a small positive uf. No failure or malfunction was identified through evaluation that could have caused or contributed to the reported difficulties. Based on a review of all available therapies, alarm and event log data, the most probable cause of the overfill to be insufficient drain when multiple cycles advanced to fill when slow/ no flow condition occurred above the minimum drain volume threshold.